Event description:
It was reported that the lightsource shut off in the middle of a case. It was further reported that this was the second set of lightsources that the customer has had this issue with.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.